Event description:
Two stents were placed. After deployment, the stent appeared to be shorter than labeled. Under fluoroscopy the stent appeared to be 40mm instead of 60mm. The stent was noted to be the same length as a 40mm balloon. Refer to 1820334-2005-00316.